Event description:
It was reported that during a tonsillectomy procedure using a evac 70 xtra hp icw wand, the patient's tissue near the surgical site became white. The surgeon asserted that the patient was not injured, but alleged the white tissue many indicate possible necrosis. The procedure was completed successfully; however, no further info was reported regarding the possible injury or any treatment administered. No further patient complications have been reported as a result of this event.